Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. An 0x40 hazard alarm was observed in the data, indicating rotational sensor maximum open count exceeded. A rotational sensor malfunction was confirmed to be in the data. Corrosion was observed on the needle mechanism rail and fluid contact was observed on the commutator cap as a result of an internal tear observed on the soft cannula, causing an internal leak. The tear can be confirmed as the cause of the corrosion, the fluid contact on the commutator cap, and of the reported hazard alarm. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s928usqs4cyl1 hardware: sm-s928u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a hazard alarm during operation.